Event description:
After placing the balloon catheter in the vessel the physician removed the guidwire and noted some resistance. The acs extra support wire could not be reloaded and the physician felt the balloon catheter may have been perforated. After the angioplasty procedure the physician was not satisfied with the results and elected to send the pt to CABG surgery.